Event description:
The customer's attorney alleged that the customer was using the minimed insulin pump and infusion set when he failed to receive the correct doses of insulin to manage his diabetic condition. He died as a result of improper amounts of insulin.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.